Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported nosebleed could not be determined. A specific cause for this event could also not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was taken to the emergency department and bleeding improved with administration of afrin and tranexamic acid. The patient received (B)(4) unit of packed red blood cells. The bleeding resolved on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed acute epistaxis at 17:00 on (B)(6) 2021 that did not resolve with manual pressure and packing. She had approximately 600 cc of gross bleeding during transport. The bleeding improved and the patient was in ongoing/stable condition at the time of the event.